Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they are not getting any relief from their implant for the last 3 months. Patient stated they met with the representative about 3 months ago and they told the patient they needed a new implant. Patient also stated they have to charge controller 4 times a day and getting message that they need new batteries. Issue started 3 months ago as well. Agent sent email to repair to replace battery pack. Patient said they were thinking of getting the implant taken out and clarified it is the implant they have to charge 4 times a day. Patient said they got the new battery pack from this case, but still has to charge the implant 4 times a day. Agent reviewed charge frequency depends on settings/usage. Patient's husband then repeated when they saw the rep, the rep said the implant battery was bad so the doctor wanted to get the implant replaced, but insurance denied the replacement twice, saying the replacement wasn't medically necessary. Agent documented information given during the call.